Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. Interrogation of the device with a programmer noted non-sustained episodes with a rhythm that appeared to be 1:1. Additionally, pacemaker mediated tachycardia (pmt) episodes were observed. The rhythm was concluded to be pacemaker driven, and was ended appropriately by the pmt termination algorithm. Appropriate device function was then observed. No additional adverse patient effects were reported. This device remains in service.